Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, a cable on the maryland bipolar forceps (mbf) became frayed, resulting in tissue entrapment within the instrument's wrist joint. Upon inspection, no material was found to be missing or detached from the instrument, and no fragments were observed to have fallen from the instrument. The severity of the tissue entrapment, or if the patient required medical intervention remains unknown. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: the tissue was successfully released by opening the wrist joint of the instrument. No additional tissue resection was needed, and there was no bleeding as a result of the incident. The procedure was successfully completed, and the patient did not experience any post-operative complications. There is no concern about this event causing long-term complications for the patient, who has been reported as "doing well."

Manufacturer narrative:
Updated sections: d9, h2, h3, h9, annex codes: g, b, c, d. Device evaluation: intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument for failure analysis (fa). The mbf instrument was found to have a broken grip cable at the distal end. Additionally, the mbf instrument exhibited a broken conductor wire between the wire crimp on the grip and the silicone potting that seals the wire entrance to the yaw pulley. The mbf instrument failed the electrical continuity test, and the conductor wire was fully broken with exposed wiring. The components adjacent to the broken wire did not show damage.